Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a spider fx embolic protection device to treat a plaque lesion in the patients the mid common carotid artery, with 80% stenosis, minimal tortuosity, and minimal calcification. The IFU (instruction for use) was followed. The vessel was pre-dilated. It was reported that the embolic protection device tip guidewire was frayed and could not be shaped. A replacement spider fx embolic protection device was used to complete the procedure. No patient complications have been reported as a result of this event.